Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the cap of the feeding adapter did not close well and it was very "loose-fitting". There were no reports of adverse effects to the patient as a result of this product problem.